Event description:
Customer called to report falling into the pool with the pump on and the display was cloudy around the edge. Customer was not wearing the sportguard. Troubleshooting was performed. Device had blank display.